Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (BG) value was not provided. A manual insulin injection was administered to address BG. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.